Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown serial, product type: screening device. Conclusion code pertains to lead interstim test screener cable (unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient mentioned she thought she pulled her lead wire loose. The patient tried to raise stimulation, but they kept receiving a setting not available. The patient took the batteries out and retried and still received the same message. Additional information from the patient on (B)(6) reported the healthcare professional (hcp) was not able to help her with allegation of the device not working. The patient stated she was instructed by her hcp to different another hcp to help her. Additional information from the patient on (B)(6) reported they were concerned their lead migrated, broke, or the device was not working. The patient had contacted the hcp. There were no further complications that have been reported as a result of this event.